Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A manufacturer's representative inspected the driveline and could not reproduce the electrical fault alarms with manipulation. The pins within the connector showed no damage or contamination. A cleaning procedure was performed pre-emptively since some debris was evident around the boot and outer portion of connector. The driveline cable (B)(4) was not returned to the manufacturer for evaluation since it remained implanted in the patient. The controller (B)(4) was returned for evaluation. The controller passed visual and functional testing. Review of the controller log files revealed multiple electrical fault alarms confirming the reported event. Electrical fault alarms of this nature may be indicative of a transient short circuit within the system. A root cause of the reported electrical fault alarms can be attributed to a transient short circuit within the hvad system possibly due to electrical interference. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, "electrical fault" alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4)/1403us, expiration date: 02/28/2014, manufacturing date: 02/28/2013. (B)(4).

Event description:
It was reported from the united states that the site stated that the patient was driving when the controller alarmed with an electrical fault alarm. The patient pulled over and he and his wife exchanged the controller at that time. The patient then drove to the hospital. Preliminary log analysis revealed two electrical fault alarms one on (B)(6) and the second on (B)(6). The patient was admitted to the hospital for further evaluation. A manufacturer representative traveled to the site to assess the device. The patient did not have any symptoms; there was no reported patient injury as a result of this event. The controller was removed from service and the patient was provided with a replacement device; the device was returned to the manufacturer for evaluation.